Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Original surgery was on (B)(6) 2006 (total hip). This was a revision of a primary which were not stryker products. Diagnosis at that time was vascular necrosis of the left hip. On (B)(6) 2016 patient had ceramic on ceramic hip done. Pre-op diagnosis was painful hip. The dr. Took out a 50mm psl shell, alumina insert and a 32 plus size alumina head and replaced with stryker trident psl shell, poly liner and metal head. Post-op diagnosis is retroverted cup, osteolysis, and metallosis.